Event description:
It was reported that the device shows the eri status. The pacemaker was explanted. No adverse patient events were reported. Should additional information be received, this file will be update.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reviewed and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was subjected to an electrical incoming inspection. During initial interrogation a warning message on the programmer was displayed, indicating a potential elevated current consumption. Therefore, the pacemakers memory content was analyzed, which confirmed this observation. The data further documented a depleted battery. The ability of the device to deliver therapies was verified. No anti-bradycardia therapy functionality was present due to the depleted state of the battery. Therefore, the pacemaker was opened and the inner assembly was inspected. The visual inspection showed no anomalies. Subsequent thorough investigations of the electronic module revealed a damaged capacitor, which led to the elevated current consumption and therefore to the clinical observation. In summary, a damaged capacitor was identified during analysis as the root cause of the clinical observation.